Event description:
It was reported to gore that a pt alleges to have experienced pain, dyspareunia and possible infections after allegedly having been implanted with a gore dualmesh biomaterial device.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: discharge report dated (B)(6) 1997 indicates: laparotomy with tah, bso, "birch procedure" and paravaginal repair with diagnosis of sui with uterine prolapse and possible pneumonia. Report titled, brief operative note dated (B)(6) 1998 indicates: pre-operative diagnoses: symptomatic enterocele, rectocele, vaginal apex prolapse and that the pt underwent a sacral colpopexy, cystoscopy and bladder biopsy. Operative note dated (B)(6) 1998 indicates: a gore-tex mesh and a polypropylene mesh were used in the abdominal sacral colpopexy repair. Operative note dated (B)(6) 2003 indicates: there "appeared to be gore-tex mesh coming through the mesh at the apex of the vagina." The visual portion of vaginal mesh was excised and the epithelium over the area was closed. Operative note dated (B)(6) 2005 indicates: "polypropylene and gore-tex mesh erosion at the vaginal apex." The report notes that "on inspection, the mesh erosion which appeared to be polypropylene was apparent." It was also noted that "there appeared to be gore-tex sutures as well as gore-tex mesh in the erosion." "As much of the polypropylene and gore-tex mesh that could be excised was removed." The operative report noted that the "pt tolerated the procedure well." The device was not returned for eval; therefore, a direct product analysis could not be conducted. A review of the complaint files confirmed that this lot has not been reported previously. The mfg records for this lot are beyond the required retention period and therefore unavailable for review. Based on the available info, a root cause for the report cannot be determined.